Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted: (B)(6) 2009; dtbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted: (B)(6) 2009. Dtbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was found to have fractured. The pace/sense portion of the lead was capped, and a new pace/sense lead was implanted. Some time later, the replacement pace/sense lead was also found to be fractured, resulting in pacing inhibition. Both rv leads were explanted and replaced with a single lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.